Manufacturer narrative:
Reliability analysis inspected 3 opened and used sensors and performed visual inspection and found 1 of 3 sensors cannula damaged and broken with broken part missing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Two remaining sensors no missing parts were detected during analysis. Also performed visual inspection and checked 2 introducer needles for burrs and hooks and dull needle tip defects and none was found. Introducer needles passed per specifications. Missing 1 needle. Unable to perform or reproduce skin irritation in lab. Also found both sof sensors with bent cannula.

Event description:
The customer reported via phone call that the sensor was damaged and has had discomfort at the insertion site. Customer's blood glucose was 167 mg/dl at the time of incident. Troubleshooting was done and was found that cannula was bent. The customer was advised on insertion techniques and how to clean site and that the device would be replaced and to return the product for analysis.